Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid. Complaint record ID (B)(4).

Event description:
N/a

Event description:
The cath lab supervisor called, they attempted to put the balloon through the sheath provided with the balloon kit, and they were unable to insert the balloon. They opened two of our balloons and had difficulty with both so they ended up using an arrow catheter. No harm to patient this report is for the 1st iab. A separate report will be submitted for the second iab at a later time.

Manufacturer narrative:
Initial reporter complete name - (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).